Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the upper case and lower case were contaminated and broken, the battery release, battery flex and battery drawer were contaminated, the side bail covers and side bails were missing, the ring cover was broken, the battery release o-ring was the wrong part and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the "v" socket was broken internally. The external pulse generator (epg) has been returned for repair. No patient complications have been reported as a result of this event.